Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the hospital after experiencing diaphragmatic stimulation. A review of the patient's system revealed loss of capture on the left ventricular (lv) channel. A high out of range pacing impedance measurement of greater than 3000 ohms and some sensing issues were also noted with the lv lead. The physician believed the lv lead had dislodged. The lv lead was deactivated and remains implanted in the patient. No adverse patient effects were reported.